Manufacturer narrative:
The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). One biopsy cap was returned for analysis. Visual analysis of the returned device found that the biopsy cap was severely torn and the sponge was returned out of the biopsy cap and broken. No other visual defects noted. With all available information, the user reportedly did not apply a water-soluble lubricant at the top of the biopsy cap. The instructions for use (IFU) state "to insert devices through the biopsy cap, apply water soluble lubricant to top of cap, align the device with the scope inlet and insert slowly in a straight manner. If not properly done, this may cause more friction on the system and may damage the rubber seal or the scope's working channel." Failure to follow this step may cause more friction on the system and cause damage to the rubber seal. It is possible that the detachment of the sponge was consequence of the friction encountered while introducing a device through the biopsy cap, which may have contributed to the observed damage on the biopsy cap and sponge. A review of the manufacturing documentation for this device was unable to be performed as the lot is unknown. A ship history review to identify the most probable lots did not yield any results. A labeling review was performed and, from the information available, this device was used in a manner inconsistent per the instructions for use (IFU) / product label.

Event description:
This product was returned to the manufacturer without any report of performance issues or adverse patient effects. Per follow-up, this is a second device used in the same procedure as a previously reported event (ref: 3005099803-2022-01333.) It was reported to boston scientific corporation that two rx locking device/biopsy caps were used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2022. During the procedure, the operator encountered difficulty moving instruments inside the scope prolonging the procedure. After the procedure, it was discovered that the sponge detached from the biopsy caps and were lodged inside the working channel of the scope. A water soluble lubricant was not applied on the biopsy caps prior to use. The sponges were retrieved from the scope using a spyglass and spy-bite that were used in the procedure. The procedure was completed successfully. There were no patient complications reported as a result of this event.